Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) performed an external inspection, which revealed broken cam taped to tube assembly and internal inspection revealed broken cam on right lower slide. The pst observed broken cam on right lower slide affecting proper operation of the tube clamp assembly. This is a user replaceable part. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The user facility¿s biomedical engineer (biomed) disassembled unit to see if he could fix it and found knob cam broken. The biomed is going to order a replacement for tube clamp assembly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the tubing clamp was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.